Manufacturer narrative:
The investigation found the pusher returned intact. The stent was not returned. As the stent was not returned, this investigation could not test for or further assess the alleged deployment issues and therefore, this complaint is considered non-verifiable. The investigation of the returned pusher did not find any damage or other anomaly that would have caused or contributed to the reported event.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, during the treatment of a posterior communicating artery aneurysm and a left para-ophthalmic aneurysm, highly precise positioning of a fred 4.5x20 flow diverter was required. The system was navigated to the left m1 artery, and deployment of the device was initiated. It was then repositioned toward the carotid t-junction to achieve adequate coverage of the posterior communicating artery aneurysm. However, the system repeatedly lost stability, leaving the aneurysm exposed, necessitating repeating the maneuver. During recaptures, one of the diverter's flaps was observed entering the para-ophthalmic aneurysm, generating visible tension on the device. In a subsequent maneuver, the stent's inner mesh did not open properly at m1, and platelet aggregation was observed under fluoroscopy. Upon this finding, the flow diverter was removed and examined in saline solution. It was determined that the inner mesh was adhered to the pusher and covered with thrombi, while the outer mesh was completely open and separated from the inner mesh. A contrast injection revealed an m1 occlusion caused by a large number of thrombi in the area where the stent was being deployed. An aspiration pass was performed, successfully removing all the thrombotic material. Because the antiplatelet agents administered to the patient were not achieving the desired effect, the physician decided to cancel the procedure and reschedule it. The case was rescheduled because it could not be carried out effectively and was therefore cancelled. As of now, there is no confirmation of the new date. Following the cancellation, the patient is in good condition.